Event description:
It was reported that the patient was admitted to the hospital because of heart failure. The patient was reported have felt "really sick probably due to the vvi pacing". The device had tripped elective replacement indicator "so soon". It was also reported that there high output due to high threshold on the right ventricular lead. Follow up confirmed that the device's auto capture program had sensed high threshold and automatically set the ventricular lead to high thresholds. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.